Manufacturer narrative:
Concomitant medical products: d334drg ICD; implanted: (B)(6) 2013, 5568-53 lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited multiple episodes of oversensing and high rate non-sustained episodes. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.